Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Pulseless electrical activity (pea) occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. Pea is always caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). Pea events may be related to the edwards device if it is associated to cardiac tamponade, annular rupture, or other edwards device related bleed. In this case, the cause for the event could not be determined with the limited clinical information provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during inflation of a 23mm (B)(4) xt valve with less 3ml of inflation volume, the balloon moved ventricular and the valve outflow cells were less expanded then the inflow cells. The patient's blood pressure did not increase and they developed ventricle tachycardia and then ventricle fibrillation. Cardiac massage and defibrillation was performed, however, there was no response from the heart. The patient was asystole for more than 20 mins and expired. The cause of death was electro-mechanical dissociation. The patient's stj was 19mm and very calcified.